Event description:
The customer advised datascope service that while the central station was in use monitoring a pt along with a passport 2 monitor at the bedside, the pt went into vtach. Although a visual alarm was displayed at the central, the audio alarm was muffled, delaying the clinician's response. When the nurse saw the visual message on the screen, the pt was assisted. The pt expired. The customer's biomed evaluated the system following the event. The alarm volume setting was approximately 50%. She tried to increase the alarm volume, but could not. She rebooted the central, and the audio was fine.

Manufacturer narrative:
The customer did not alert datascope until approximately one week after the event. Datascope service followed up with the customer's biomed and confirmed that the alarms were operating according to factory specifications at that time. The service rep offered to perform an eval of the system. The customer declined, stating that they did not require any further assistance from datascope.